Event description:
After a stent device was placed at lesion, the catheter was stuck with the stent device. A wire and balloon device are put in and expanded to get it out, it was pulled out without any harm to the patient. A burr on the transducer was found when catheter was removed.

Manufacturer narrative:
The catheter was analyzed by manufacturing engineering, r&d and quality. The catheter was intact in that it remained in one piece with no portions determined to be missing. The adhesive fillet at the proximal end of the scanner was peeled up. It appears that the adhesive had caught on an edge of the stent and force from trying to remove, it peeled the adhesive up. The IFU states 'do not advance the catheter against significant resistance. If binding occurs between the catheter and guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use.' Based on the complaint description, it is assumed that the adhesive fillet caught on the stent. Then the adhesive was peeled up due to the force used to try to free the catheter. The catheter appears to have been manufactured to specifications. Although, there was no patient impact associated with this incident, there is a potential for injury should this happen again. This report is being sent as a notification.